Manufacturer narrative:
The insulin pump alarmed pump error 38 during rewind due to unlocked motor flex connector. We were unable to perform functional test including self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 38. The motor was tested outside the device and passed. The insulin pump was received with minor scratched lcd window and case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a pump error alarm for no motor movement or negligible movement during rewind. Customer's blood glucose was 113 mg/dl. The pump detected a possible issue with the motor but was not exposed to a high magnetic field. A replacement pump will be sent. Customer was asked verbally and in written form to return the pump for analysis.